Event description:
The pt reported experiencing elevated blood glucose of up to 20 mmol/l (360 mg/dl) for about 3 months. He injected insulin via syringe to lower his blood glucose. He stated that the insulin cartridges are leaky and the cartridge compartment of the infusion device is contaminated with insulin. He believes this caused elevated blood glucose due to inaccurate insulin delivery. His normal blood glucose level is 6 mmol/l (108 mg/dl). No further information is available.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.